Event description:
It was reported, that a patient presented with infection. And redness noted, on the patient's implantable cardioverter defibrillator system. Wound dehiscence was noted, on the device. Cultures were taken. The system was explanted on (B)(6) 2024. The patient was stable throughout.